Event description:
Procedure & patient sex: unk. According to the reporter: the white plastic part came off the jaw of the instrument. The surgeon used another device to complete the procedure. There was no report of patient injury.